Manufacturer narrative:
Internal file number - (B)(4). Correction: the PMA/510k date was filed incorrectly on the follow-up medwatch report as 03/11/2018, but should have been 03/11/2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. Reportedly, a suture break occurred with the first two proglides that were attempted. A cuff miss was noticed on the third proglide device that was attempted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the case description has been corrected: reportedly, a link break occurred with the first proglide device that was attempted. A suture break occurred with the second one attempted and a cuff miss was noticed on the third proglide device that was attempted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed as the entire suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.